Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was in a car accident in (B)(6) 2012 and subsequently lost stimulation. Reprogramming was able to regain stimulation coverage for the patient but he complained of ineffective stimulation. It was reported the physician will likely perform another trial procedure and eventually replace the lead. No further information is available at this time.